Event description:
On (B)(6) 2009, the pt reported that about 1.5 weeks ago, he noticed the up and down buttons on his insulin infusion device were not working. He said the buttons pop up when pressed. His device may have been dropped once. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.